Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/oct/11. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold and yellow particles in the inner surface and the shell. Leak test and microscopic analysis was performed which identified one opening sharp on the posterior, non- penetrating nick and broken sharp on the plug strap. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one sharp opening on the posterior due to an unidentified (tear) opening and a sharp broken on the plug strap due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. Patient reported "chest pain". Device was explanted.